Event description:
Surgeon was using sure fire scorpion needle and the tip broke off. The surgeon determined that the risk of leaving it in the shoulder joint was minimal compared to the damage that may have occurred by opening the joint and searching.what was the original intended procedure?arthroscopy, arthroscopic surgery right shoulder, possible rotator cuff repair, biceps tenodesis, tenotomy, bony decompression, acromio-clavicular joint resection, mtf graft/allopatch.